Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient has been having symptoms of incontinence since (B)(6) 2020. The patient previously received a pressure regulating balloon (prb) of 51-60ml because he has a complicated and at-risk anatomy. The physician deemed necessary to replace the 51-60ml prb with a 61-70ml prb due to patient anatomy and symptoms. There were no problems indicated with the prb. The revision surgery was conducted successfully and the patient is expected to make a full recovery.